Event description:
The following was received from the affiliate: approximately 10 days post index procedure the patient complained of chest pain while walking and came to the hospital. Cag was conducted and thrombus was observed inside the implanted cypher at the distal lad. Poba was conducted with a ryujin plus 2.5xunkmm balloon. Physician's comment: the blood clotting ability was monitored by pati (platelet aggregately threshold index). It was normal value (>3) during implant of cypher. But when thrombosis occurred, the value was (>2) which was out of range for pci. And it was confirmed that the patient didn't take the anti-platelet medicine appropriately by teh pati value and discussions with the family members. So the possible cause of the thrombotic event because the patient didn't take the anti-platelet medicine appropriately.